Event description:
A (B) (6) pt's grandson called to report the device was not powering up properly. The belt continuously vibrates on pt's back, but never prompts for a response. Support sent a pt services rep (psr) to troubleshoot and exchange equipment as needed.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem was confirmed. Upon inspection, the monitor was found to not power up properly, and the tactile motor on the electrode belt would vibrate continuously at startup. The problem was isolated to the monitor. The electrode belt was found to be fully functional. The causes of the monitor's start up problem were a locked up digital signal processor (dsp, u300 component on ca board) and programmable logic device (pld). Once the dsp and pld were reprogrammed, the monitor functioned properly and the tactile alarm issue was resolved. The root cause for the dsp and pld to lose their internal programming cannot be positively identified. Monitor was repaired and retested. No adverse event resulted from the dsp and pld losing their internal programming. The pt received a replacement monitor.